Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a distributor via email that an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), was used as backup fixation on the tibial site of acl reconstruction case. The 5.5mm tap was used several times to ensure the hole was well prepared for screw insertion. The biocomposite anchor was still damaged during insertion. A peek anchor was used as replacement then the final fixation was completed with 4 limbs sutures. This was detected during use in an acl reconstruction procedure on (B)(6) 2025. The procedure was completed successfully as peek swivelock ar-2324pslc used.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-2324bcct, with batch number 15383762, revealed that the anchor was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the devices during use.